Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports unspecified juvéderm® injection in the smile lines/nasolabial fold. 2 years later, a granulomas developed on both sides and body reacted to the injection. Doctor applied "hylarunicdaz" (as reported) two or three times, but it didn't work. Sonography showed vast granuloma under the skin. In an attempt to make it small, corticosteroids were injected 3 times. Patient feels "bad and desperate."